Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the bio-ID sensor had failed when the user attempted to sign in. The customer resolved the issue by rebooting the station, after which users were able to log in normally. The system functioned as intended after the customer resolved the issue. A technical support specialist proceeding to close the case since there was no response from the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to login. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.